Manufacturer narrative:
The manufacturer received information alleging device was very hot to touch. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, a heat test was performed on the device and heater plate and it was noted that the temperatures were on the required perimeters required per prd. Pil tech performed this test using an active-servo lung, infrared thermometer, and omega thermometer. The test results showed that the device and heater plate recorded temperatures within the threshold required during the 2 ½ hour test. A dust like contaminant was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, inlet/outlet seal, center enclosure, iso port, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. Liquid spots with potential mineral deposits were observed on he water tank lid, water tank seal, water tank, ui display bezel, top enclosure, inlet/outlet seal, center enclosure, iso port, blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. The pca was observed to have rust/corrosion on it, likely due to liquid ingress. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA: 3376332. In summary, the pil was unable to confirm the complaint, address the symptoms specified.

Event description:
The manufacturer received information alleging the device was very hot to the touch. Both top and bottom. The patient alleged that the device was working fine previously. The patient was getting ready to go on the devices and noticed that the entire device was very hot, the device was plugged in prior to this, however it was not powered on for therapy. The patient stated that the device was extremely hot and very uncomfortably trying the device in an ac outlet. The patient has returned the device, but it is hasn't being received. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.